Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a (B)(6) year old male patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the event clinical data showed that there were three analyses that occurred during this event that had resulted in a shock advised determination. However, in each case, the responders performed CPR during the active analysis period. This resulted in artifact that the analysis algorithm measured as being ventricular fibrillation. The AED plus operator's guide states: do not touch the electrodes surfaces, the patient or any conductive material touching the patient during ECG analysis or defibrillation and to keep the patient as motionless as possible during ECG analysis. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.